Manufacturer narrative:
A ge service representative performed an onsite investigation. The customer reported 2 additional seconds of unintended fluoroscopic x-ray exposure to the patient. The hand switch x-ray controller was replaced by the facility biomedical team. The footswitch was also replaced during the service event. A supplemental report will be submitted at the conclusion of the investigation which was opened related to the events surrounding this complaint.

Event description:
The customer reported that fluoroscopic x-ray stays on after releasing the hand switch button. This event may have resulted in an aro (accidental radiation occurrence). No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A root cause investigation was completed in relation to the event. A review of the shot logs for (B)(6) did not identify an event which appeared abnormal or indicative of a stuck switch, however as the complaint reported the un-commanded x-ray lasting less than 2 seconds it would be difficult to ascertain from those logs whether or not un-intended x-ray had actually occurred. The most probable cause of the customer?s reported issue of x-rays continuing to be emitted after release of the hand switch is a faulty hand switch. This failure was likely due to normal wear and tear, as the hand switch was at least 6 years old and could have been as much as 14 years old. No further actions are planned by the manufacturer at this time.